Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x2, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock form the right ventricular (rv) lead while helping a friend work on a car. The patient reported feeling funny and then receiving a kick in the chest. It was noted that the patient is part of the (B)(4). The rv lead remains in use. No further patient complications have been reported as a result of this event.